Event description:
It was reported that the AED prompted "child mode" when adult cartridge is inserted. There was no patient involved in this event.

Manufacturer narrative:
The device history records for the sam 500p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed. The sam 500p passed ¿out qat from heartsine technologies on the (B)(6) 2013. The investigation was unable to repeat the customer reported issue of child patient prompt issued with an adult pad-pak installed. However, the device memory log did identify multiple child patient prompts being issued between the (B)(6) 2020 and the (B)(6) 2020. This would suggest the user had become aware of the fault at that time. The reed switch was tested as part of final test on the (B)(6) 2013 and the first indication of a ¿child patient¿ prompt was given on the (B)(6) 2020. Therefore, it can be concluded that the reed switch failed after dispatch from heartsine it is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with another device of the same model.

Event description:
It was reported that the AED prompted "child mode" when adult cartridge is inserted. There was no patient involved in this event.